Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been 1 other event for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient revised for dislocation. Pre op notes for revision surgery identify the following: "status-post left total hip arthroplasty 2013. Stress reaction to left femur distal aspect of the competitor stem...acetabular component retroversion...and subjective subluxation events per patient...significant scratches on the articular surface of the acetabular liner...the cup was well-fixed..."